Manufacturer narrative:
A service and repair evaluation was performed ¿ the customer reported the item was broken. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 4(B)(4) 2015. The evaluation was confirmed. A service history review was performed ¿ no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 25-sep-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before a two-level anterior cervical discectomy and fusion procedure had started, the technician found the adjustable cervical distractor-left broken in the surgical tray. The device was removed from the operating room. It was reported that the device may have been weakened and finally snapped under enough pressure from an object on top of it. The surgeon was able to use another distractor that was in the tray to complete the surgery successfully with no impact to the patient or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ an adjustable cervical-distractor, left, (part# 396.395, lot# 5878059) was returned broken at the joint between the body and the bar. The instrument was sent to service and repair where the device was unable to be repaired and was forwarded to the chu. The returned distractor was examined upon receipt: neither arm was returned, the bar and body were separated at the broken laser welded joint. Replication of the complaint condition is not applicable. The complaint is confirmed. The anterior cervical fusion (acf) system is used for anterior fusion of the cervical spine. Technique guide was reviewed. The adjustable distractor provides intervertebral distraction for access to the cervical spine prior to discectomy and endplate preparation. The instrument set includes two adjustable distractors for the sided approach chosen. A note on the top level drawing states that the joint should be laser welded; evidence of laser welds were present on the returned instrument. The failure mode of the cracked joint component is consistent with excessive stress and wear. Mishandling may have also contributed to the complaint condition. Details regarding the technique used with the device were not provided and so an exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: clarification: the broken device was discovered on the surgical tray during a procedure on (B)(6) 2015. It is unknown when the device actually broke. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service and repair record review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.